Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the complaint for misfire. The device passed the probe check, and the switches were verified to be functional. Instead, the evaluation found the teflon pad worn and split crosswise, exposing metal. Char marks were also found on both the teflon pad and the intact probe. Based on similar reports, a potential cause for mechanical and thermal damage to the teflon pad and to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
1 of 2: olympus was informed that during an unknown procedure, the device misfired. There was no reported patient injury or device fragment fallen into the patient. Despite several followup attempts, there is no further information regarding the reported malfunction, the procedure, the patient.